Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires / code 204) has been confirmed. Upon evaluation, the electrode belt connector was pulled from the monitor case, pinching internal wires detaching the j1001 connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the pinched wires. The cause of the pinched wires is the damaged belt connector receptacle. The root cause of the damaged connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted form the defective monitor belt connector. The pt received a replacement monitor.

Event description:
A psr contacted zoll customer support while assisting a (B)(6) male pt to report that there were wires exposed in the top of the monitor and the device was displaying code 204. The pt was issued a replacement monitor.